Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was at elective replacement indicator (eri)level upon receipt. Visual inspection of the header found no anomaly related to the field concern. Review of the device image indicates auto-capture was enabled, consistent with electronics performance indicator (epi) triggered. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical and mechanical analysis performed indicated normal functionality. Further battery assessment at various pulse amplitudes found normal current levels and no indication of premature battery depletion noted. Longevity assessment was performed, based on field settings, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
New information received notes that an allegation of premature battery depletion was made and the patient was stable throughout.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. No information regarding patient consequences were reported.